Event description:
Nellcor puritan bennett rec'd a call from rep of a facility on 7/27. Unit was auto cycling and not delivering any volume. No alarms noted. Customer stated it may be water damaged. Pt was an infant that died the next day, not on this vent. No allegation of vent failure for pt's death.